Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, lead impedance was observed. Externalized conductors were noted under fluoroscopy. Lead was capped and replaced. Patient was doing well and will continue to be monitored.